Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary, the patients were not transferring to device and labels were cutting off part of qr code for batch pick labels. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the patients were not transferring to device and labels were cutting off part of qr code for batch pick labels . The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist reached out to the sme via teams and was able to cross-reference a similar issue. Proceeded to check the med application log, this indicated that the patient summaries cache was not loading due to exceeding the supported limit of active encounter keys. Verified that the bd maintenance service was running on both affected devices to ensure proper system functionality. The system functioned as intended after the technical support troubleshot the device.